Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5068-52, implanted:(B)(6) 2000. (B)(4).

Event description:
It was reported that elevated pacing thresholds were exhibited with the right ventricular (rv) lead. In addition, far field r-wave (ffrw) oversensing and noise was observed with the right atrial (ra) lead during a recent episode of ventricular tachycardia (vt). Reprogramming was done for the rv lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.